Event description:
It was reported that the patient presented in-clinic for follow-up, low hv impedance was observed on the rv-can vector. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.